Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator restarted. The device was in clinical use when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 03/28/2023, 04/05/2023 and 04/12/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Correction to h10 of the emdr follow up report: the biomed reported that they had checked with respiratory regarding the day, and approximate time the incident occurred. The biomed then reported that after looking at the log file on the device, it was observed that the day and approximate time the issue occurred, and it was documented that the device displayed a diagnostic code 1101, along with 3007. The biomed referred to the service manual (page 102 (table 6-2 diagnostic codes)), and it stated the following, "if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required." The biomed checked the device's functions and after finding no other issues, the device was placed it back into service. Updated the evaluation method code grid and the evaluation results code grid based on the information provided.